Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 900 mg/dl. The customer stated that she had a bent cannula and did not change her set. The customer was hospitalized for diabetic ketoacidosis. The customer was treated with IV and insulin. The customer stated that she was hospitalized for 4 days and was released.